Event description:
During colonoscopy snare not working. The snare (3) curled up when cautery was used, making it unusable. An alternate snare from another company was used without issue. Different brand was used.